Event description:
The customer returned the colon videoscope to the service center for a separate issue. During the device analysis, the service repair technician, indicates that a b 30 image error was found. It was determined that becomes normal after drying and replacing the u plug (ultrasound plug) unit and its cable. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the reported malfunction was traced to u plug unit and its cable and its contributed to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.